Manufacturer narrative:
Section d9 - device availability: yes section d9 - returned to manufacturer: 3/19/2021 section h3 - device evaluated by manufacturer yes device evaluation: visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position. Residues of lubricating material was observed on device. The cartridge tip was observed deformed. The lens returned outside the preloaded device and was observed with a cut. No deviation was observed on lens related to its shape/form. No damaged was also observed to the haptics. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported as lens damaged was verified. However, the complaint issue reported as difficult to use and unfolding issue could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Age/date of birth: unknown / not provided. Sex/gender: unknown / not provided. If implanted; give date: lens was not implanted. If explanted; give date: lens was not implanted, therefore not explanted. Phone: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there were issues with a model dcb00 device. When the surgeon was about to implant the lens, he realized it was harder to push and required a bit a force. The lens exited the device without the right form/shape. The lens did not touch the patient's eye as doctor realized it did not go well. Patient is well. No further information has been provided.